Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection noted the helix was extended. Resistance testing found the lead was not electrically continuous. Detailed analysis confirmed that the inner conductor coil had a break near the is-1 the terminal pin. Based upon the clinical observations and the laboratory findings, we believe that torsional overstress during attempts to extend/retract the helix caused the inner conductor coil to break.

Event description:
Boston scientific received information that this right atrial (ra) lead was an attempted implant. During the procedure, the lead exhibited noisy signals and the helix required an abnormally high number of turns to be depleted. The implanting physician suspected the conductor coil was broken. As result, the lead was removed and replaced prior to pocket closure. No adverse patient effects were reported.